Manufacturer narrative:
Patient's weight and other relevant history, including preexisting medical conditions were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.